Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) pertains to the reported event of the speedband superview super 7 device ligator housing detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligation procedure performed on an unknown date. According to the complainant, after successfully deploying the three bands, the ligator head fell off from the scope tip while it was still attached to the trip wire. Reportedly, they pulled out the scope, cut the trip wire and removed the ligation head outside the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.